Manufacturer narrative:
The device was received with no act button response due to corroded keypad trace. Unable to verify for battery out of limit alarm due to no act button response. The insulin pump received with cracked on battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.